Event description:
The peritoneal dialysis (pd) nurse reported that a pd patient was admitted to the hospital on (B)(6) 2014 for fluid overload. The patient was switched to hemodialysis. The pd patient had experienced drain complications. The patient was discharged on (B)(6) 2014 and continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.